Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue: under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: 03/07/2016.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.the device was returned to animas and investigated on 03/07/2016 with the following findings: on examination, the audio bolus button was partially lifted and the button was unresponsive on testing. The audio bolus button cover was removed for investigation and revealed the underlying button slug was missing. Investigation confirmed the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked at the case seal below the bumper pad.